Event description:
It was reported that approximately two years post port placement through right internal jugular vein, a computed tomography scan revealed that the catheter was allegedly broke. The port system was removed percutaneously via right inguinal region. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp with a groshong catheter in two segments was returned for evaluation. Visual, microscopic visual, tactile and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture issue and identified deformation due to compressive stress, naturally worn and material separation as complete circumferential break was noted approximately 5.2cm from the distal end of the cath-lock that was elliptical in shape. Further, the edge of the break on the proximal end was jagged, with a smooth and rounded break surface. The edge of the break on the distal segment was jagged, with a rounded and granular surface. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two years post port placement through right internal jugular vein, a computed tomography scan revealed that the catheter was allegedly broke. The port system was removed percutaneously via right inguinal region. There was no reported patient injury.